Event description:
(B) (4) discovered during an internal review that some abdominal belts may contain latex. The product labeling may not adequately explain that the part contains latex. (B) (4) has not received any reports of pt injury attributed to allergic reaction. (B) (4) investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.